Event description:
It was reported that impedance check revealed low impedance. As such, surgical intervention took place wherein intra-op impedance check reveal normal impedance on the lead, the extension was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.